Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with an unspecified saline mentor breast implant and experienced deflation of the breast implant. The side is unknown. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 200cc on (B)(6) 2007.